Manufacturer narrative:
Unit received with radio frequency pic failed self-test alarm during self-test due to a faulty electrical component on the radio frequency board. Unit received with normal operating currents, unit passed unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test. Customer's blood glucose was 212 mg/dl. Insulin pump would be replaced.